Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unknown, the probable cause of the b30 error is due to impact from chemical residue or foreign objects on the electrical contacts of the scope. As a result, a temporary communication error occurred. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer was away from the equipment at the time of call. However, tac recommended cleaning the scope contacts with alcohol and powering on/off the cv-190 system. The customer later called back to report that the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.